Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was both heavily calcified and tortuous. The lesion was pre-dilatated with a balloon. A xience skypoint 3.0 x 48 mm was attempted to advance to the lesion, but it failed to cross due to the anatomy. There was resistance met with the anatomy during removal. The patient was treated with balloon angioplasty and the procedure was completed implanting a 3.0 x 38 mm xience skypoint stent. There were no adverse patient effects. A clinically significant delay was not reported. No additional information was provided.